Manufacturer narrative:
Further investigation determined the issue was resolved by the service actions. Trending was performed for this type of event and the frequency of complaints did not warrant further investigation. A historical query was performed and found no past escalated complaints of this nature on any like instruments for the last 12 months at this site.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high chol2 cholesterol gen. 2 results for 11 patient samples. Data was only provided for four patient samples. Patient 1 initial result was 607 mg/dl and the repeat result was 224 mg/dl. Patient 2 initial result was 417 mg/dl and the repeat result was 117 mg/dl. Patient 3 initial result was 575 mg/dl and the repeat result was 222 mg/dl. Patient 4 initial result was 495 mg/dl and the repeat result was 182 mg/dl. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 26208301 with an expiration date of 31-mar-2018. The field service representative instructed the customer to performed precision testing which was within specifications.